Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Additionally, thirty (30) retention samples were evaluated by additive testing and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "during the centrifugation process, the inspector found that the coagulant effect of the tube was poor, and it was easy to cause the instrument to be blocked repeatedly, which required repeated centrifugation to promote specimen agglutination."